Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-pelvis. It was reported that the tip of the driver broke off inside of the iliac screw head. The tip was removed. No patient complications were reported.

Manufacturer narrative:
Additional info: no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The pin that connects the retaining ring to the center shaft also sheared from what appears to be over. This driver was made to rev. A the newer revision has an increased tip diameter. The shearing of the tip is consistent with torsional overload.